Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that they were hospitalized due to high blood glucose at 8:00 pm on (B)(6) 2017 with blood glucose of 788 mg/dl. Customer is currently in intensive care unit. The customer experienced symptoms such high blood glucose. The customer was treated his high blood glucose by overnight stay in hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.